Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer received a no delivery alarm due to running out of insulin, and when she changed her infusion set her pump alarmed with the button error. She removed the battery to reset the pump, but the keys became unresponsive and she received a battery out limit alarm. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.